Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the department using the product had a fire incident. The fire occurred when they were plugging in the item. There was no patient injury.